Event description:
A (B)(6) male was implanted with an ipp device on (B)(6) 2004. On (B)(6) 2010, the entire device was removed and replaced due to pain, infection and erosion at scrotum.

Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time. Ams has requested the return of the explanted device. Should additional information become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent. The event is captured in our labeling as a foreseeable event.